Event description:
It was reported that patients current therapy is no longer adequate and had a fluid leak of brown discharge and experienced pain to her right leg. Patient is experiencing an extreme itchiness from her bra strap down to the incision area that she is currently using skin topics and alcohol to combat the itchiness. It was also reported that patient blacked out and fell and the implantable pulse generator (ipg) is now bulging out of her skin. The cause of loss of consciousness is still unknown, but patient believes it may be related to her device. Patient could not lift her leg.